Event description:
The reporter stated pt had seizure. She called 911 and then checked his glucose on the device. The device result was 98 mg/dl. When the emt's arrived in about ten minutes, they checked his glucose and their meter read 75mg/dl. He was given a saline IV and glucose.